Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system camera was intermittently showing red status and not tracking. The medtronic representative stated this occurred towards the end of an 8 hour long procedure. The site rebooted system which returned the navigation system to normal function, however 5-20 minutes later the system camera would return to red status. The site continued rebooting the navigation system to bring the camera back to normal function whenever this occurred. The surgeon completed the procedure with the use of the navigation system. There was no reported delay due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
On 04-mar-2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.the medtronic representative was unable to replicate the issue while testing. The medtronic representative reported the system has functioned normally since this event. A software investigation was completed and was unable to determine probable cause without further information since the behavior cannot be replicated.